Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient¿s right atrial lead was not capturing at maximum output for an unknown period of time. The patient did not report any specific symptoms but the patient said the patient felt better prior to the loss of capture. On (B)(6) 2017 the lead was explanted and replaced. The patient was stable before, during and after the procedure.